Event description:
Scheduled elective breast implant removal (due to chronic fatigue, dry mucous membranes, intermittent pain) for (B)(6) 2023. Intra-op, breast implants were found to be completely ruptured. Surgeon subsequently performed en bloc dissections and washouts. Two jp drains left in place. Reference report: mw5148530.